Event description:
This MDR is being filed in association with the alleged event filed by the patient's attorney in MDR # 101233-2013-00084 and 1018233-2013-00085. There have been no allegations of deficiency or serious injury against this device. This device is listed in the patient's progress notes. Associated mdrs: 1018233-2013-00084 and 1018233-2013-00085.